Event description:
It was reported that the right atrial (ra) lead exhibited oversensing, diminished sensing  and noise on atrial electrograms (egm) resulting in false atrial fibrillation (af) detection. Diminished sensing was also observed with the right ventricular (rv) lead. Both pacing leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.